Event description:
A customer reported that the screen timer malfunctioned, causing the screen to turn off unexpectedly. There was no adverse impact to the customer¿s blood glucose level during this incident. The customer declined a follow-up from customer technical support, and no further outcome information was obtained.